Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed non-sustained ventricular tachycardia episodes that coincided with procedure time that showed probable electrical noise and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.